Event description:
It was reported that the patient experienced inadequate stimulation for pain and successfully underwent an implant procedure where one lead was added. No further information can be obtained regarding the implant date or serial number for the originally implanted lead as the device remains implanted in the patient.